Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle exhibited foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. It was confirmed that the foreign material residue point was not deformed. However, the reprocessing status could not be confirmed as the information was unable to be obtained. The root cause could not be conclusively identified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.